Manufacturer narrative:
Investigation results: visual investigation - the instrument arrived with broken off tip. The broken off part(s) was not enclosed. We made a visual inspection of the complained instrument. In the first step we measured the rest length (130,93mm) and compared it with the value in the construction drawing (160mm) 29,07mm are missing. The missing part was not enclosed. The fracture surface does not show any hints for a material failure like foreign inclusions or blowholes. The fracture surface shows the typical signs of a forced fracture. Batch history review: due to the fact that no lot number was provided, a review of the device hisotry records for the complained device was not possible. The review of risk assessment revealed that the overall risk level (severity 6(10) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: without further knowledge about the circumstances we assume that the applied force on the instrument was too high. A material defect or a manufacturing error can be excluded. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably usage-related. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fj062r-prospace bone plif distractor 7mm. According to the complainant, during the surgery the tip of the instrument was broken. The malfunction occurred while the surgeon was cutting/distracting. The tip remained imbedded and no additional steps were taken. The surgeon stated that there was low concern and it took the place of the cage on the one side. The adverse event / malfunction is filed under aag reference (B)(4).